Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm system displayed tcm ID:08 (coolant temp low) error messages during device check. No patient involvement reported.

Manufacturer narrative:
The customer reported complaint of the thermogard displayed tcmid: 08 (coolant temp low) error message was not confirmed during the initial functional testing as the error was not replicated however was confirmed during the archive review data. The temperature sensor and microcontroller board were replaced to remedy the issue. The event log was reviewed and confirmed the occurrence of the tcmid: 08 error message on the customer reported event date. A visual inspection was performed and lid bumpers, cold well-drip tray gaskets were observed damaged, unrelated to the reported complaint. In addition, as a precautionary measure, the display battery was replaced due to low voltage. After parts replacement, the console was functionally tested and found no issue. The device passed all final testing criteria. The thermogard is a reusable as well as serviceable device and was manufactured in 2009 and has exceeded its expected service life of five years. Therefore, this type of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).